Event description:
Baxter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer was set was placed in 2004. No pt injury or medical was associated with this incident.